Event description:
It was reported that the customer was hospitalized with ketones. The blood glucose reading at time of the call was 212mg/dl. Troubleshooting was performed. The programming was correct. Ran a fixed prime and passed. A tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.